Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the root cause of the event. Condition is addressed in the IFU. Review of complaint history found no additional complaints related to these lot numbers. Review of device history records found pn:114905 ln:234620 released for distribution with one unrelated deviation. Relayed completion of investigation to the sales rep via phone on (B)(6) 2014. Review of complaint history found no additional issues reported for item: 114905 / lot: 234620 combination. Requested to verbally relay results to the customer.

Event description:
It was reported by the 411 group that the sales rep was inquiring on what to use to help remove a discovery elbow. Patient underwent an initial surgery on (B)(6) 2011. Patient underwent a revision surgery on (B)(6) 2014 for a patient fall. Fall was not caused by implant. The fall caused a loosening of the humeral component. The patient had the humeral component revised and the ulnar components were left in.